Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and discharge summary only. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the patient's legal claim provided to davol by the patient's attorney: on (B)(6) 2001 - patient was diagnosed with vaginal vault prolapse and stress urinary incontinence. The patient underwent abdomino sacrocolpopexy with implant of a (B)(4)/davol "marlex" mesh, halban's culdoplasty, burch cystourethropexy, posterior colporrhaphy, sphincter plasty and cystoscopy. On ni/ni/2005--patient underwent a laparoscopic bilat salpingo-oophorectomy. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.